Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), rheumatoid arthritis ("rheumatoid arthritis") and periorbital swelling ("my eyes swells shut") and was found to have weight increased ("weight gain"). The patient was treated with received treatment for perforation.. Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, dysmenorrhoea, menorrhagia, rash, skin disorder, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia, nausea, weight increased, rheumatoid arthritis and periorbital swelling outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, periorbital swelling, rash, rheumatoid arthritis, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test(s) conducted (unspecified) result : unknown. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as rheumatoid arthritis and swollen eyes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with received treatment for perforation. Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, dysmenorrhoea, menorrhagia, rash, skin disorder, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia, nausea and weight increased outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test(s) conducted (unspecified) result : unknown. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), perforation fallopian tubes, vaginal discharge, bladder infection, vaginal infection, rash/skin condition, fatigue, hair loss, nausea, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.